Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system gave reagent probe a motion errors. Customer reported that reagent drip tray was filled with fluid. Customer reported that the well on the reaction wheel cover was also filled with fluid. Customer reported that probe a and b were leaking during homing. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found wash water was not aspirating from the wash collars. The fse flushed and cleaned the wash collar vacuum lines #234 and #236.

Manufacturer narrative:
(B)(4).